Event description:
It was reported that the catheter was unable to pace when tested before use. There were no patient complicatons reported.

Manufacturer narrative:
One pacing catheter with attached terumo 2.5cc syringe was returned for evaluation. No monoject syringe, introducer or contamination shield was returned. Customer report of pacing difficulty was confirmed. Continuity testing found the catheter to have a full open condition at the proximal electrode. No visible inconsistency was found at the proximal soldering joint. Continuity testing between the proximal electrode connector pin and leadwire at the proximal electrode revealed that the leadwire had a full open condition in the catheter tube. The leadwire appeared broken at approximately 2.5cm area from the tip of the catheter. Insulation was found to be peeled off approximately 2cm from the wire tip when the wire was pulled out. Distal electrode was continuous without any intermittent condition. No short conditions were observed between the proximal and distal electrodes. Continuity testing was conducted by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related electrode. Resistance was measured using a digital multimeter. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon inflation test was performed using the returned syringe with 1.3cc air by holding the balloon under water. No visible damage to the catheter body was observed. Visual examinations were performed under 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of pacing difficulty was confirmed during the evaluation. The defect was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.